Event description:
On (B)(6) 2009, a spontaneous report by a physician was received from a company representative regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included rhinoplasty (date of procedure not reported). Concomitant medications were unknown. The patient received a 0.2 to 0.3 ml injection of restylane on (B)(6) 2009 to an area of the left nostril medial to the alar of the nose. It is unknown if the patient received any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6) 2009, one hour after implantation and after applying ice to the area at home, the patient reported that her nose was turning blue; she noted that this happens when it is "cold out". The physician saw the patient and observed that her entire nose, the area up over the glabella, and the entire frontal aspect between the brows was a mottled color; blueness was noted in the same area. The tip of her nose was also white and then returned to normal color (timeframe not reported). The patient was treated with hyaluronidase at 24 hours and again at 48 hours. The physician believed that the product had caused these symptoms.

Manufacturer narrative:
Additional PMA p020023. The lot number and expiration date were unknown. Additional information has been requested.